Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had an ins replacement because it was causing pain by their belt area. The healthcare provider (hcp) replaced the ins and put it in a better area; the pain went away. No further patient complications have been reported as a result of this event.